Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the left ventricular (lv) lead had "fell back immediately and curled up." The patient added it was left in the "wrong place" and the patient was "stitched up." The patient noted they were meeting with a thoracic surgeon to have their lv lead removed via laser extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: 8042b ICD implanted: (B)(6) 2007. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead external insulation ¿came off¿. The lead was capped and replaced. No patient complications have been reported as a result of this event.